Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. No blank display noted. No moisture damage on electronics and motor noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.